Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer stated that they received an "assay range error" flag on all the assays except ctni. The customer suspected the errors were obtained due to a short sample. The customer repeated the sample in an ssc cup and the results were normal. The cause of the discordant alb, alti, ast, ggt, lipl, tbil, ctni, tp and alpi results on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant albumin (alb), alanine aminotransferase (alti), aspartate aminotransferase (ast), gamma glutamyl transferase (ggt), lipase (lipl), total bilirubin (tbil), cardiac troponin I (ctni), total protein (tp), and alkaline phosphatase (alpi) results were obtained on one patient sample on a dimension exl with lm instrument. The sample was obtained from a patient in an emergency room and was run in a tube. The sample was repeated from a small sample container (ssc) cup on the same instrument, resulting normal. A new sample was obtained from the patient and was run for ctni, also resulting normal. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant alb, alti, ast, ggt, lipl, tbil, ctni, tp and alpi results.